Event description:
A caller reported experiencing multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer shut down the pump, switched to using multiple daily injections (mdi), and then resumed therapy by turning the pump back on.